Event description:
It was reported that the customer was previously hospitalized for high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer stated that emergency medical services reported that she had overdosed herself. The customer also experienced low blood glucose levels, which she treated with juice, candy and chips. During the low blood glucose event, the customer stated that her blood glucose reading went from 88 mg/dl to 72 mg/dl, down to 69 mg/dl. She stated that the device pushed insulin out and she suspended the insulin pump. The customer had also been diagnosed with a syndrome, stated that there was nothing that could be done to help her. She stated that doctors gave her too much insulin, resulting in the low event. She denied giving herself a lot of insulin. She stated that there were lies about her and denied mental treatment before disconnecting the call. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.